Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported when plugging in the batteries the unit began to make a noise like it was going to explode. Unit is also smells like plastic is burning. There was no report of patient involvement.